Event description:
It was reported that the cartridge was damaged at the unspecified location, interrupting insulin delivery. Reportedly, the customer loaded a new cartridge to address the issue. Additionally, it was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.